Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Please note that the date of the event is unknown. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the orbit galaxy g2 complex tdl fill (641cf0615/c16021) was faulty and it would not unlock. The orbit galaxy g2 complex xtrasoft (641cx0308/c15304) detached in an unknown microcatheter. The products are not available for analyses, and there was no adverse event reported.

Manufacturer narrative:
It was reported that the orbit galaxy g2 complex tdl fill (641cf0615/c16021) was faulty and it would not unlock. The orbit galaxy g2 complex xtrasoft (641cx0308/c15304) detached in an unknown microcatheter. The products are not available for analyses, and there was no adverse event reported or additional information provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis, no definitive conclusion can be made. Additionally, based on the limited information, it is not possible to determine if procedural/handling factors associated with the coil introduction may have contributed to the event. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.